Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) exactamix 1000 ml eva tpn bags were leaking from the bottom seam. It was not specified when in the process step this event occurred. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The event occurred in the pharmacy during compounding. There was no patient involvement. Initial reporter address: (B)(6). Initial reporter postal code (B)(6). The lot number was manufactured between february 11, 2018 - february 13, 2018. (B)(4). Correction/removal report number: (B)(4). Two (2) actual samples were received for evaluation with cut fill ports where the customer likely drained the contents. Visual inspection revealed a defect on the bottom left weld of both samples. Functional testing was performed and revealed a leak coming from the unsealed bottom left welds of both bags. The reported condition was verified. The cause of the condition could not be determined. This issue is being further investigated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.